Event description:
On (B)(6) 2012, pt reported, the buttons on the infusion device have stopped responding. Pt stated, she has already tried inserting new batteries and the issue persists. Pt verified the key lock is not on. Pt reported, the issue occurs intermittently. Had pt attempt to press the menu button; after 3 attempts, pt was finally able to move to the next screen but was unable to move past the standard bolus screen on the infusion device. Pt stated, the buttons beep when pressed and are not flat. Pt reported, the issue is intermittent with all of the buttons on the device. Pt stated when the issue began occurring, every once in a while the infusion device would beep for no reason. Pt reported, she did not inadvertently press any buttons. Pt stated, there were no error messages or alerts or extra symbols on the display. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.